Event description:
The pen needle has broken inside the abdomen of the pt ((B)(4)). The needle has been surgically removed.

Manufacturer narrative:
The pen needle has broken inside the abdomen of the pt ((B)(4)). The needle has been surgically removed. We made analysis of the sample of the same lot with result: compliance. During the lot release were controlled, (B)(4) pen needles in order to check the conformity of the product according to the injection, and the result was: compliance. The other controls performed were: visual control with magnifier at 40 increases (iso 11608-2 that refers to iso 7864 recommend a control at 2,5 increases, it means that our control is strichter). Injection control according to (B)(4). Control at 100% of the needle obturation.